Event description:
It was reported the system froze during an exposure losing the image causing the patient to be re-exposed. The technician rebooted the systems and reported they have had no further problems.